Event description:
It was reported the item would not inflate when customer took it out of the box to place the old trach. No patient injury was reported.

Manufacturer narrative:
H6 heic is updated. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: additional information d2 d4 catalog number d5 h6 and h6 heic is updated. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.